Event description:
Surgical intervention is planned to remove a piece of bone cement from the posterior capsule of the knee. Poly inserts will be exchanged during the procedure.

Manufacturer narrative:
Surgical intervention is planned to remove a piece of bone cement from the posterior capsule of the knee. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.